Event description:
It was reported that the patient's subcutaneous right ventricular (rv) lead had an alert for high/undefined superior vena cava (svc) impedance. Follow up indicated no intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.